Event description:
The pt was admitted for pacemaker generator replacement due to elective replacement indicator. During the procedure, the atrial lead was noted to have a loose pin where it connected to the pmk pulse generator. Since it was determined that the pt did not need the atrial lead (he is in chronic atrial fibrillation), the atrial lead was capped by the implanting physician. The pt suffered no adverse sequalae from this event.